Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') and abortion spontaneous ('pregnancy- stillbirth/miscarriage') in an adult female patient who had essure (batch no. 794855) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included dysfunctional uterine bleeding, multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, abdominal pain, vaginal discharge, weight increased and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysmenorrhoea, dyspareunia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy added:essure insertion date as per case is (B)(6) 2010,wheras date as per mr is (B)(6) 2011. She received treatment for dyspareunia, dysmenorrhea, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: reporter added, lot number added, medical history added, reporter causality comment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') and abortion spontaneous ('pregnancy- stillbirth/miscarriage') in an adult female patient who had essure (batch no. 794855-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included dysfunctional uterine bleeding, multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, abdominal pain, vaginal discharge, weight increased and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysmenorrhoea, dyspareunia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy added:essure insertion date as per case is (B)(6) 2010,where as date as per mr is (B)(6) 2011. She received treatment for dyspareunia, dysmenorrhea, pelvic pain, abdominal pain. Lot number {794855} is not valid. Most recent follow-up information incorporated above includes: on 31-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') and abortion spontaneous ('pregnancy- stillbirth/miscarriage') in an adult female patient who had essure (batch no. 794855-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included dysfunctional uterine bleeding, multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, abdominal pain, vaginal discharge, weight increased and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysmenorrhoea, dyspareunia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy added:essure insertion date as per case is (B)(6) 2010,wheras date as per mr is (B)(6) 2011. She received treatment for dyspareunia, dysmenorrhea, pelvic pain, abdominal pain. Lot number {794855} is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('pregnancy- stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, dysmenorrhoea, abdominal pain, vaginal discharge, weight increased and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysmenorrhoea, dyspareunia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for dyspareunia, dysmenorrhea, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received, previously reported event ¿injury¿ was replaced by more specific information: pelvic pain, dyspareunia, dysmenorrhea, abdominal pain, pregnancy, stillbirth/miscarriage, vaginal discharge, weight gain, weight loss, did not undergo essure confirmation test and device ineffective. Patient dob and reporter address updated. She underwent a hysterectomy and bilateral salpingectomy, device removal date was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.